Manufacturer narrative:
(B)(4). The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional information was requested and the following was obtained: did the tissue pad melt? (See pictures which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿)? No information. Is the tissue pad completely missing from the clamp arm? Yes. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No information.

Event description:
It was reported that during a laparoscopic hepatectomy, the tissue pad was peeled off outside the patient when the nurse wiped off the tissue with the gauze. Another device was used to complete the case. There were no adverse consequences to the patient.